Event description:
It was reported that the arthroscopy pump caused pt harm during surgery. The surgeon observed that the pump was running at an excessive flow and high pressure during a shoulder surgery (acromioplasty). Further, despite decreasing the pressure and flow rates manually from the pump the pressure and flow rates remained high; ultimately resulting in swelling of the shoulder, both joint and surrounding tissues, and the surgery needed to be aborted. The surgery had to be rescheduled. The attending nurses also reported that the pump had previously exhibited high and low flow/pressure rate behavior on several occasions, but they believe that was the first time that the pump affected the outcome of a surgery. The reported pump issue caused prolonged surgery time, an unsuccessful surgery, extra pain for pt due to swelling and dissatisfaction of surgeon and staff. The reported delay was around 30 mins.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.